Manufacturer narrative:
(B)(4).

Event description:
The catheter was confirmed to be dislodged. The catheter was revised. Following the revision, the hcp started the pt on a 2000 mcg/ml concentration of baclofen at 130 mcg/day and that ended up being too much for the pt. The pump was refilled with 500 mcg/ml on (B)(6) 2011. They felt that the bridge bolus was going to take too long, so the hcp was going to perform a system content removal to remove the 2000 mcg/ml drug, so they could lower the pt's dose. The pt was on 1800 mcg/day before the catheter was revised. Add'l info has been requested, a follow-up report wil be sent if add'l info becomes available.